Event description:
Additional information received: according to the reporter, the leak was noticed while the cuff was being filled with sterile water. The incident was observed by the hospital personnel. The reporter stated that the incident was resolved. The reporter stated that the incident occurred during the initial use of the tracheostomy tube and the device was tested prior to patient use. It was reported that the patient is able to breathe without the tracheostomy tube in place.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. MFR# clarification: new registration number 3012307300 (B)(4) is now being used for MFR report number, replacing registration number 2183502 (B)(4).

Event description:
It was reported that a portex bivona adult tts adjustable neck flange hyperflex\ tracheostomy tube was leaking "while [the] cuff was watering" after 15 days of use. The patient was located in home care nursing when the event occurred. No patient injury was reported.

Manufacturer narrative:
One used 7.0mm tts¿ adjustable hyperflex¿ tracheostomy tube was returned for investigation. Visual inspection of the returned device found contamination inside the distal end, around the neck flange, and inside the connector. Additional examination found lines and scratches on the device cuff. The observed lines/scratch marks were found to begin on the cuff and extended onto the adhesive band. The lines/scratches were found to measure 2mm, 15mm, 10mm, and 8mm in length. Two small cuts were also observed on the cuff and the adhesive band which measured 1/2mm. The observed damage was found to be consistent with the device coming into contact with an object which would cause the lines/scratch marks. During functional testing, a standard syringe was used to insert 14cc's into the device inflation line the device cuff inflated and deflated at the same time. The device was then placed in a pan of water and air was pushed through the inflation line. Bubbles were observed escaping from the device cuff area. Investigation was unable to determine the root cause of the cuff leak; however, no evidence was found to suggest a manufacturing defect.